Event description:
Boston scientific received information that a surgical procedure was performed to extract this right atrial lead due to noise, loss of capture, and high out of range pacing impedance levels greater than 2000 ohms. During the extraction procedure, the physician accidentally damaged the right ventricular lead, which therefore was also replaced. The right ventricular signs displayed no issues prior to the procedure. Both leads were replaced successfully with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at 12.8 cm from the pin, with both distal and proximal segments returned. The insulation was noted to be melted at two places on the proximal segment, and is consistent with induced damage caused by electro-cautery. Resistance tests were completed on both lead segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of noise, loss of capture, and high impedances, and detailed analysis did not reveal any electrical abnormalities.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.